Manufacturer narrative:
Additional information regarding treatment of the patient and device details were requested; however, were not made available as of the date of this report. Should further information be obtained, a supplementary report shall be submitted. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced infections at the implant site. Subsequently, the patient was treated with numerous antibiotics (date, type and duration of treatments not reported). The implanted device remains insitu.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017 was placed under general anaesthesia in order to remove abutment. The implanted device remains. (B)(4).